Event description:
Gowdy filed a complaint with avid today regarding the camera cover lt-c01ns. It is not fitting on light handle adapters. There is an issue with the threads as they are falling off into the surgical site. They can get them to hold, but it takes a lot of effort to attach. When using the sterile lt-co1, it works beautifully. No issues at all. I do not know if this means anything, but the covers in the avid packs have a white lens cover while the single sterile covers have a clear lens cover.